Manufacturer narrative:
System analysis/service repair on may 23, 2016: the reported issue of "no vaporization" was not confirmed. The system log files were checked and no errors were detected; resonator was checked via pi power curve and noted to have a slight drift above 180 watts. The laser power detectors were recalibrated. Resonator fiber port was checked for any debris interfering fiber alignment and no issue noted. The system was tested and verified to meet manufacturer's specifications.

Event description:
It was reported that during a procedure, ¿laser was not vaporizing tissue. Changed fiber 3 times with no improvement.¿ the procedure was completed with turp. Patient outcome ¿ok¿ reported.